Event description:
Groshong catheter inserted in interventional radiology access in the right internal jugular vein, and a week later during a platelet infusion, the line became occluded. The line with red port was not kinked or twisted. The line was disconnected from the transfusion and flushed the red lumen and port broke off, was repaired and flushed with good blood return.